Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) lead stretched. Full lead returned. Upon visual inspection, it was noted that the inner tubing of the lead was kinked/buckled. Upon visual inspection, it was noted that the lead had been stretched. There was blood in/on helix/lobe mechanism. It was also noted that the lead was damaged during the implant process. The lead has been stretched, so the inner tubing buckled and prevents the helix from functioning properly.

Event description:
It was reported that during the implant procedure, there were impedance values of 3 volts. Also, the physician had difficulty passing the stylet through the lead and radiographically the lead appears to not fully retract. Impedance values were 1600-18000 ohms. The lead was not implanted. No patient complications have been reported as a result of this event.